Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-04751 and 2210968-2014-12885. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04751. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological surgery on (B)(6) 2009 and mesh was implanted. The patient experienced erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat symptomatic pelvic prolapse and stress urinary incontinence concurrently with an examination under anesthesia, cystoscopy, and perineoplasty. No additional information was provided.